Event description:
A malfunction alarm was reported with malfunction code 12-0x2071. There was no reported adverse impact to the customer¿s blood glucose level. The customer was informed of the need for a pump replacement, and a replacement pump was dispatched. The customer would continue insulin delivery with the replacement pump.